Manufacturer narrative:
(B)(4). The hp had re-used single use supplies, which is a user error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a home patient (hp) had re-used single use supplies. This was found during troubleshooting for an unrelated alarm and had occurred on a homechoice (hc) device during drain 1 of 5. The technical service representative (tsr) assisted the caregiver (cg) with ending the therapy. There was no adverse event associated with this report.